Manufacturer narrative:
H10: the device was not returned; therefore, a device analysis could not be completed. However, the probable cause is a blocked spray head due to user error during set up. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer postal code: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spray set had a potential kink in the tubing. The device was being used with an easy spray device for application of tisseel. The reporter stated that upon attempting application of the tisseel product, shortly after the surgeon occluded the spray set thumb pad to activate gas flow, the plunger of the tisseel syringe ¿backed out¿, leading to tisseel product making contact with the surgeon¿s eye. The reporter believed that the spray set tubing may have been kinked; however, further information about the potential kink was not able to be obtained. There was no report of injury or medical intervention associated with this event. No additional information is available.